Manufacturer narrative:
H3: analysis of the ins (s/n: (B)(6) revealed that the implantable neurostimulator (ins) passed functional testing. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
B3. Date is estimated; year is valid. H3: analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
2024-jan-29: information was received from a patient who was implanted with an implantable neurostimulator (ins) for chronic low back pain. It was reported that the patient's bladder symptoms worsened after getting an ins implanted. They noted that this may be a coincidence, maybe not. 2024-feb-08: pt stated their bladder symptoms worsened after getting a spinal cord stimulator implanted for chronic lower back pain. Patient said they are wondering if the implant can be aggravating their condition with an overactive bladder. Patient also said if they turn implant off, they have less problems with bladder but then their pain comes back. Patient mentioned they were taking lasix for a number of years for congenital heart failure but they were accustomed to having to go to the bathroom every 2 hours but since implant, they are having to go as frequently as every 30 minutes and may not make it to the bathroom. Patient has been reduced to wearing absorbent undergarments. The patient was redirected to their healthcare provider to further address the issue. Pt stated they met with their hcp who could not make a connection of what is happening, pt stated they might join the class action taken to sue for scs implant in causing incontinence. Pt also stated that when they sit and lean back, the stim sensation increases. Pt then became upset because no one was ever able to explain to him how the implant works and why he has programs a b and c. Agent reviewed inf ormation with pt. Pt was still upset. 2024-03-06: additional information received from the manufacturer representative reported that the patient was reprogrammed to see if a difference was noticed with the urinary issues. Impedances were within normal limits and intensity was at sub-perception to resolve feeling stimulation when leaning back. It was noted that the patient had also started a new medication for the urinary issues a few weeks ago which helped some. 2024-dec-05: additional information was received. The device was explanted.